Event description:
It was reported that both the patient's implantable neurostimulators (ins) had migrated upwards in their chest. The patient said inss were bulging out. It was noted one of the inss had turned 180 degrees and was sticking out to where it looked like a diamond shape under the skin. The patient saw something around the ins that looked like a vein that the patient suspected was the extension close to the surface of their skin. The patient said this had been "going on for a while" but today when they looked in the mirror, they "saw how ugly the area was and how much it made them look like a freak", they couldn't even put on a bra so they thought they'd call. The patient said in the beginning they would need to go in for adjustments to get the therapy just right, and said it was like playing russian roulette. The patient said there had been at a point where in the last 2-3 weeks their tremors had been "squelched" and patient had been doing well, but now the tremors were coming back and tremors weren't nearly as bad as before. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of concomitant medical products: product ID :37602, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator; product ID :7482a51 ,implanted:(B)(6) 2008, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.